Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver perpetually rebooting. A receiver download was performed and no data in the log within the investigation window for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.